Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection engineering confirmed that the tissue bag was detached from the support prongs of the inzii® retrieval system. The root cause of this incident is likely due to use error. Based on testing performed during the investigation, engineering believes that the device was retracted prior to full deployment by overriding the ratchet mechanism, resulting in the tissue bag falling off the supports. The instructions for use (IFU) states, "the thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop." In order to ensure the best performance, function, and ease of use of its products, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic cholecystectomy- "the instrument was inserted as normal, plunger depressed, bag has instantly slipped off the metal prongs exposing prongs to internal abdominal area." Additional information received july 21, 2016. The bag did completely fall off the prongs. The bag was off the prongs straight after the plunger was inserted. The bag fell off or was not attached from the beginning upon deployment. No, the device was opened and taken out the package and inserted directly into the patient and the plunger was depressed. The surgeon was not able to use the bag. The device was removed from the patient and new 10mm inzii retrieval bag was opened and used to complete the procedure. Patient status- "day stay pt: no current issues."